Manufacturer narrative:
(B)(4). Investigation summary: examination of the photograph confirmed the reported observation. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. It was reported that the surgeon could not see the number printed on the cup trial (p/n: 205548000) during the surgery on (B)(6) 2019. The surgery was completed without surgical delay and there was no adverse consequence to the patient. The instrument associated with this report was not returned. The provided photograph confirmed the complaint; the trial was scratched, gouged, and nicked all over the instrument including where the product code is located. Based on the condition of the instrument, the root cause is attributed to misuse and heavy usage. Based on the investigation, the need for corrective action is not indicated. Complaints will be monitored under post market surveillance sep (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The trial was scratched, gouged, and nicked all over the instrument including where the product code is located.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint #: (B)(4). Investigation summary: examination of the instruments confirmed the failure mode as reported. Root cause attributed to the device being used from normal use and servicing depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.